Event description:
It was reported that this programmer was unable to interrogate the pacemaker with the wand. Technical services (ts) recommended unplugging the communicator and trying to move the wand in small circles near the patient device. This programmer remains in service. No adverse patient effects were reported.